Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder covered the exterior of the device. When tested as returned, the device did not spray as intended. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The kinked catheters in the report were not returned with the device for evaluation. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use warn, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use." The instructions for use state, "slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Advancing the catheter slowly in short increments will aid in preservation of the device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. They had an issue with the device as it did not work. The following additional information was provided by the cook sales representative. They advanced the catheter through the endoscope and they were having problems with the catheter kinking. Then when they tried to deliver the powder, the powder would not go through the kinked catheter. Both catheters were used and both catheters kept kinking. The facility opened and advanced a new hemospray kit. They advanced it and were able to get it to work to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.